Manufacturer narrative:
H3: device was returned together with pli20 device in a double plastic sleeve (non-original packaging). Upon return, traces of light brown residue were observed on the printed tube. It was also observed that the rubber band was also on the tube holding the electrode needle assembly. The probe tip had clear cover while electrode needle was exposed when returned. When returned, the manifold indicator was at 2.0ma setting. The manifold was turned easily between each setting (0.5ma, 1ma, 2ma). Electrically, setting 0.5ma shall be 0.5 ± 0.1ma and the actual reading was 0.5ma; setting 1.0ma shall be 1.0 ± 0.2ma and the actual reading was 1.2ma; setting 2.0ma shall be 2.0 ± 0.4ma and the actual reading was 1.8ma, all readings were in specification. Furthermore, the led at the proximal end of the device illuminated a red light at each of the 3 settings as intended. There were no issues observed during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: additional information suggest that b17, c20 and d16 longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra op, the vari-stim did not give a signal when the doctor touched a nerve. The procedure was completed with backup product. There is no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.